Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not appearing for medication removal. Patients being treated in an outpatient cancer treatment clinic were not showing up despite multiple attempts made in the pyxises server and at the medstation. The patients could be found on the pyxises server with active orders; however, they did not appear in the cabinet unless they were set to non profile dispense. This occurred after the customer attempted to add the unit to the cabinet and modify unit parameters. The patients were assigned to unit q.ctc, and the customer indicated that they wanted to dispense medications from the oruterdpx01 cabinet, which was configured for profile dispense. Although the profiled orders were visible on the server, they did not display on the station. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.